Event description:
General mgr reports that hosp using a stat profile m analyzer found recovery of mg++ results of pts lower than a nova 8. The average level by nova 8 was 0.52 mmol/2 vs 0.35 mmol/l on stat profile m.